Manufacturer narrative:
After battery installation unit gave an unexpected solid white / blank display with unexpected horizontal lines on display due to cracked / broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported partial display. The customer¿s blood glucose was 17.3 mmol/l. Customer's mother reported that they had high blood glucose values during the whole day. Customer is using cgm. According to customer's mother it wasn't possible to decrease the blood glucose values. This evening there were suddenly lines visible on the display, insulin pump stopped working and smelled like insulin. Nothing special happened with the pump today, customer is wearing pump in a sport bag. The insulin pump will not be returned for analysis.